Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an internal review of data transmitted from the implantable cardioverter defibrillator (ICD) indicated that first phase short circuit protection was triggered during high voltage therapy resulting in less than the programmed high voltage energy being delivered. In addition, the bipolar impedance has been trending at high/undefined levels for the last 4.5 years. A lead fracture is suspected. It was noted that the rv pace/sense polarity was reprogrammed to tip to coil 3 years prior with a note that indicated the ¿rv bipolar pace/sense not functional¿. Follow up with the patient¿s provider yielded that the patient was seen in office and the device will be reprogrammed per the technical recommendations. The rv lead remains in use. No patient complications have been reported as a result of this event.